Event description:
A third-party servicer reported to ge healthcare the logiq p9 internal battery was leaking fluid which then got onto the power supply board where a short circuit occurred with smoke, fire and a burning smell.

Manufacturer narrative:
Block d4, UDI: (B)(4). Legal manufacturer: hcs korea - 9, sunhwan-ro 214beon-gil jungwon-gu korea, republic of seongnam-si gyeonggido, 462-807. Ge healthcare's investigation is ongoing.

Manufacturer narrative:
Ge healthcareâs investigation has completed. The logiq p9 transportation mode battery, which is enclosed within the system, had leaked powdered electrolyte onto a power supply electronics board which then caused arcing. The arcing produced smoke and burn marks on the power supply board, and no persistent flames were observed. The investigation determined the electrolyte leakage occurred due to abnormal charging/discharging. The failed battery has been removed from the logiq p9 and a new one has been ordered. Additionally, the risk assessment concluded the potential for harm is remote, and no further actions for installed base is required.